Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced diabetic ketoacidosis and an elevated blood glucose (bg) level; bg value was not provided and cause was not known. Customer administered a bolus via the pump in attempt to address the issue and went to the emergency room with ketones; amount was not known. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline and insulin. Customer was discharged the following day with the issue resolved. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.